Manufacturer narrative:
Date of event is unknown. Device has not been returned to date. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that there was a double beep no cassette and lens damage. No patient involvement and no patient harm.

Manufacturer narrative:
D3 - mfg establishment name and address: corrected. H3 and h6 codes - updated. The device was returned for repair. The device was visually and functionally tested. The reported malfunction was confirmed but root cause was not established. The device was repaired and returned to the customer.